Manufacturer narrative:
The reported issue of the autopulse exhibited "system error, out of service, revert to manual CPR "upon power up was not confirmed during the initial functional testing and in the archive data. Visual inspection found head restraint wires were missing and the short black cover was damaged. In addition, the internal metal coating was corroded due to fluid ingress. These damages are unrelated to the reported complaint. Archive review was performed and did not confirm the reported issue. During functional testing, the platform exhibited ua17 (max motor on time exceeded during active operation) error message and this is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during shift check the autopulse displayed "system error "error message when powered up. No patient involvement.